Event description:
It was reported that an ilet user experienced fluctuating blood glucose while not making meal announcements and consuming sweets or juice at the onset of perceived glucose declines; the system was observed to decrease or suspend insulin delivery during downward trends, and a lower target setting had been implemented previously. Symptoms included hypoglycemia to 65 mg/dl and hyperglycemia up to 199 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included about one hour outside the target range with self-treatment using oral carbohydrates and no medical intervention or ketone testing. Investigation included review of uploaded reports and confirmation that automated insulin delivery adjusted in response to downward glucose trends. Investigation of this case revealed use behavior inconsistent with recommended operation, specifically missed meal announcements leading to glycemic variability while the device responded as designed. It was concluded, based on previously established findings for similar reports, that user-related factors were the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.